Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Event description:
It was reported that threshold measurements on the right ventricular (rv) lead rose suddenly into a high range and r-wave measurements became smaller. Impedance also rose sharply due to possible fracture. These values, aside from threshold measurements, returned to normal within a few weeks but it was decided to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.